Manufacturer narrative:
Analysis confirmed normal battery depletion. The pulse generator was exposed to electrocautery during the explant procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a procedure to replace the pulse generator due to approaching eri, the device was brushed with cautery and stopped pacing completely.